Event description:
This is the second of two reports (same problem, different patients). This is regards to the second patient (age and gender unknown). It was reported that when we using the 18 pound torque, it was not holding. The patient slipped out of the pins. Also, the clamp was not sliding properly. It was getting caught. Several requests for additional information has been made but to date, no new information has been received regarding this incident.

Manufacturer narrative:
Integra has completed their internal investigation on 12/01/2015 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the complaint was confirmed. The returned unit did not meet all specific functional tests. The ratchet extension arm will not go through the base from a non mayfield product was used and caused dimpling along the sides of the ratchet extension arm causing the arm to not go through the base smoothly. The lock has both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts; general maintenance and cleaning were required. This device was manufactured on september 30th, 2008 and a review of DHR's containing lot code 087 showed that the following lots below passed the required inspection points without variances. Service history: date of service: 07/23/2014 reason for repair: routine maintenance. No manufacturing or design related trend has been identified. Conclusion: in summary we were able to verify the end user's reason for return. The most likely reason could be due to the damage caused from a non OEM part used in conjunction with the retuned device. Per the IFU with respect to ¿non-mayfield branded products used with mayfield products - we caution that we have only validated mayfield products used in conjunction with the mayfield product line, and as a result, cannot advise you whether suppliers¿ products would work properly with the mayfield line of products.¿ lastly per the IFU ¿always use a horseshoe headrest or other form of primary patient support when using the reduced load torque screw.¿